Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 3003442380. Imdrf clinical sign code: e2123 is not available in database to capture for usage problem identified.

Event description:
It was reported that the patient developing two skin abscesses that required drainage. To facilitate healing. The patient underwent drainage of both abscesses in hospital and was prescribed oral antibiotics. At the time of reporting, the patient remained on oral antibiotic treatment.